Event description:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with medication (type, date and duration not reported).